Event description:
Pt underwent left total knee replacement during 1988. She did well until approximately three months ago. During a f/u visit to the clinic, it was noted that the pt's x-rays of the left knee revealed malfunction to total knee components. The pt was admitted to the hospital for revision arthroplasty of the knee. Intraoperatively, wear of the polyethylene within the joint, measuring up to one centimeter. The polyethylene insert was worn almost completely through. The tibial component was seated satisfactorily. There was no evidence of loosening or excessive wear in other places. The polyethylene component was removed and soft tissue was debrided of particulant material. The polyethelene insert was removed and replaced.